Manufacturer narrative:
Product complaint # (B)(4). Month and day unknown. Only year (2019) is known. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts are being made to obtain the following information.  To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What specific colorectal procedure was performed? Were there any issues experienced with the device, including staple form and device removal in the initial surgical procedure? Did the patient have other gastrointestinal or abdominal injuries? Was a leak test performed? If so, what type and what was the result? Was the staple line visualized endoscopically during the initial surgical procedure? How was the postoperative leak identified? Where specifically was the leak identified? Can more information be provided on the associated vascular status? Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. Does the surgeon believe the post-operative leak was related to an alleged deficiency of the device or were there other contributing factors to include patient tissue condition? Is the colostomy temporary or permanent? What is the current status of the patient?

Event description:
It was reported the doctor performed a colorectal procedure on a patient with a gun shot wound. The doctor used a cdh29p circular stapler to perform the anastomosis, the anastomosis was complete, both donuts were complete. The patient was in recovery and developed an anastomotic leak. The doctor reoperated and placed a colostomy bag on the patient. The doctor indicated the patient didn't have great blood flow to the region.